Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The complaint was opened because mike klein reports revision of sternalock blue due to fractured screws. The unknown scrw cancelous lockng (part# unk, lot# unk) was returned for investigation without the other implants that were removed in the revision surgery. Visual evaluation showed the screw was clearly fractured. Because only one screw was returned and it was fractured, so the length and therefore the part number could not be determined. The fractured screw was sent out for analysis to determine the root cause of the fracture. The analysis showed that the screw appeared to have fractured in bending. There were two possible crack initiation sites identified, two crack arrest lines, and a fracture hinge area. The arrest lines indicate that the fracture may have occurred due to material fatigue. Scans were also provided of the implants prior to being explanted in the revision surgery. These scans showed that the screws were not sized properly and were backing out of the bone. Wire was also observed underneath one of the plates. The sternotomy appeared to be off the midline of the sternum as the plates were off center and the screws were inserted into the edge of the bone. Some of the screws also appeared to be inserted into the sternum on an angle. The DHR's for these products could not be reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. The complaints and sales histories were not reviewed due to the product's item number being unknown. The most likely underlying cause of the complaint could not be determined conclusively. It is possible that these factors identified in the review of the scans contributed to the fracturing of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are three part numbers for screws associated with this event, and the part number of the fractured screw cannot be determined. Therefore the evaluation method code for will be listed as 10 testing of actual suspected device and the evaluation result code will be listed as 3252 fracture problem for all screw part numbers in this file even though only one screw fractured.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product ¿ sternalock blue system sternalock 6 hole hex plate, cat# sp-2890, lot# unk; sternalock blu system plate 8 hole x, cat# 73-2623, lot# unk; sternalock blu system screw cancellous cross-drive locking, cat#73-2416, lot# unk; sternalock blu system plate 12 hole jl-plate, cat# sp-3215, lot# unk; sternalock blu system screw cancellous cross-drive locking, cat# 73-2414, lot# unk; sternalock blu system screw cancellous cross-drive locking, cat# 73-2418, lot# unk. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00359, 0001032347-2019-00360, 0001032347-2019-00361, 0001032347-2019-00362, and 0001032347-2019-00363.

Event description:
It was reported that during a revision performed due to the patient's condition, a screw fractured during removal. No additional patient consequences were reported.